Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that during a da vinci-assisted surgical procedure that that universal surgical manipulator (usm) 3 lowered itself after the surgeon left the surgeon side console (ssc). The caller was not able to describe if the movement occurred at the usm 3 insertion axis or set-up joint. The issue occurred after the procedure had been completed. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated they had limited time to discuss but noted that the issue has occurred a total of three times. One incident on the 15th is already documented, while two additional occurrences were reported during separate procedures. The issue appears to be isolated to a single user, who may be contributing to the problem and could require retraining.